Event description:
It was reported that during a ptca procedure, the tip of the wire separated as the physician was attempting removal. The physician elected to secure the wire tip in place with a stent. Pt status is listed as "okay".